Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter throughout the day. The consumer subsequently experienced a hypoglycemic event, which did require medical intervention. The emts performed a test on the consumer on their unknown blood glucose meter, getting a result of 26 mg/dl. The paramedics administered IV dextrose and gave the consumer emergent food to help raise his blood glucose level. During the call to customer support, the consumer admitted that she does not run regular control solution tests on their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.